Event description:
It was reported that during a procedure, the matrix threaded persuader handle broke off and the piece was retrieved from the patient. The surgeon selected a second persuader and the handle broke off as well. The broken piece was retrieved from the patient and the surgeon completed the procedure successfully. This report is on the 1st persuader. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. Two devices were returned with the reduction insert broken. No handles were returned, but some fragments from the broken reduction insert were included. This complaint is indetermined because the damaged portions of the products make physical dimensional verification impossible. Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.